Event description:
We received a scope in the pt's belongings bag from (B)(6) medical center surgery department. They were questioning the cleanliness of the scope related to the manner in which it was sent, decided to have it be cleaned by sterile processing department prior to patient use. A leak test was performed and large hole noted.